Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported a blood glucose value of 530 mg/dl while wearing a pod for an unknown duration, which did not respond to insulin administration. The patient alleged the event was related to the pod and reported being unsure whether the pod had been properly inserted. The patient sought emergency medical attention on the same day. Reported symptoms included anxiety and dry mouth. The patient was diagnosed with hyperglycemia with ketones and low sodium and was treated with intravenous fluids. Based on subsequent information received, the patient was discharged on (B)(6) 2026.